Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on this right atrial (ra) lead in two stored signal artifact monitor (sam) episodes on the same day. The associated ra lead pace impedance measurement was high out of range greater than 3000 ohms. As a result of the first sam episode, the rrt monitoring vector was automatically switched by the device to the right ventricular (rv) lead. However, due to existing out of range impedances on the rv lead, the rrt sensor was subsequently automatically disabled by the device in the second sam episode. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they cannot tell based on the currently available device data if there is a ra lead integrity issue or a device header spring contact issue. Ts provided guidance to either perform a patient-initiated interrogation (pii) the following day to get updated data or bring the patient into the clinic to perform isometric and pocket manipulation testing. The patient was noted to not receive ra pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received from another hcp that in addition to the noise and high out of range ra pace impedance measurements greater than 3000 ohms, there is also no capture observed on this ra lead. The ra sensing was noted to still be appropriate. Ts asked the hcp if they can perform isometric testing and the hcp indicated there were significant non-physiological noise deflections during testing, but the noise was not being oversensed. Ts indicated it appears the ra lead may be fractured and discussed programming or ra lead revision options. The hcp indicated that a ventricular-only pace and sense mode programming is not an option because they need to track the ra for bi-ventricular pacing. It was noted that the right ventricular (rv) lead output is intentionally programmed to a setting below the patients threshold so as to only provide the patient left ventricular pacing therapy. It was also noted that device tachycardia therapy is intentionally programmed off. The hcp reprogrammed the ra lead sensitivity based on the p-wave amplitude trend and will wait to consult with the electrophysiologist. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on this right atrial (ra) lead in two stored signal artifact monitor (sam) episodes on the same day. The associated ra lead pace impedance measurement was high out of range greater than 3000 ohms. As a result of the first sam episode, the rrt monitoring vector was automatically switched by the device to the right ventricular (rv) lead. However, due to existing out of range impedances on the rv lead, the rrt sensor was subsequently automatically disabled by the device in the second sam episode. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they cannot tell based on the currently available device data if there is a ra lead integrity issue or a device header spring contact issue. Ts provided guidance to either perform a patient-initiated interrogation (pii) the following day to get updated data or bring the patient into the clinic to perform isometric and pocket manipulation testing. The patient was noted to not receive ra pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received from another hcp that in addition to the noise and high out of range ra pace impedance measurements greater than 3000 ohms, there is also no capture observed on this ra lead. The ra sensing was noted to still be appropriate. Ts asked the hcp if they can perform isometric testing and the hcp indicated there were significant non-physiological noise deflections during testing, but the noise was not being oversensed. Ts indicated it appears the ra lead may be fractured and discussed programming or ra lead revision options. The hcp indicated that a ventricular-only pace and sense mode programming is not an option because they need to track the ra for bi-ventricular pacing. It was noted that the right ventricular (rv) lead output is intentionally programmed to a setting below the patients threshold so as to only provide the patient left ventricular pacing therapy. It was also noted that device tachycardia therapy is intentionally programmed off. The hcp reprogrammed the ra lead sensitivity based on the p-wave amplitude trend and will wait to consult with the electrophysiologist. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced due to fracture. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on this right atrial (ra) lead in two stored signal artifact monitor (sam) episodes on the same day. The associated ra lead pace impedance measurement was high out of range greater than 3000 ohms. As a result of the first sam episode, the rrt monitoring vector was automatically switched by the device to the right ventricular (rv) lead. However, due to existing out of range impedances on the rv lead, the rrt sensor was subsequently automatically disabled by the device in the second sam episode. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they cannot tell based on the currently available device data if there is a ra lead integrity issue or a device header spring contact issue. Ts provided guidance to either perform a patient-initiated interrogation (pii) the following day to get updated data or bring the patient into the clinic to perform isometric and pocket manipulation testing. The patient was noted to not receive ra pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported.